Manufacturer narrative:
Additional information: h6-clinical code 4581: patient requested to remove icl. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo 13.2 implantable collamer lens of -11.50/3.5/093 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to patient request. The problem was resolved and cause reported as patient related factor.